Event description:
It was reported that the patient experienced bruising and subsequent pocket erosion around the site of the implantable cardioverter defibrillator (ICD). Also, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The health care professional (hcp) planned to explant the ICD system due to a pocket infection. No additional adverse patient effects were reported.